Event description:
It was reported that during a lap hysterectomy procedure, during the colpotomy the generator gave an error message - to release tension on the blade. Device was repositioned, activated and it was noted that 2/3 of active blade had broken off and fallen into patient. The surgeon did not notice this at the exact moment when the blade broke, and was not using a metallic colpotomy accessories. The surgeon could not remember any metal to metal contact during the case. Radiology was called and scans were taken of the patient's abdomen in an attempt to find the broken blade. They broke the blade of another device to see what it looked like on a film. After 2 hours, and with the assistance of a general surgeon, they found and removed the broken part of the blade (about 1 cm long). There was no adverse consequence to the patient, the patient is doing well. One device will be returned. No patient demographics provided

Manufacturer narrative:
(B)(4). The device was returned with the distal tip of the blade broken off and it was returned with the device. The remaining blade portion was scratched, evidence of contact with metal in or out of the operative field. The device was functionally tested with a generator. During functional testing on gen11 an ialert screen was displayed. A probable cause of the device stop activating and display an alert screen is blade damage. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure or using any means other than the blade wrench to attach or detach the blade. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in alert screens, such as ¿tighten assembly¿, ¿blade error detected¿ or "relaxed pressure on blade" followed by a ¿replace instrument¿ screen later in the procedure.

Manufacturer narrative:
(B)(4). At the time of this submission, the device has not been returned for analysis. If the device or further details are received at a later date a supplemental medwatch will be sent.